Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: czech republic. It was reported that the packaging of the individual sleeves are not properly sealed and one of the packs is empty.

Manufacturer narrative:
Samples received: 3 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received three closed samples and one empty second pack. The plastic foil sealing of second pack in all units received is incomplete (it is not properly sealed). The upper part (1 cm approximately) is missing. The second pack protects the inner package from external contamination (microbial barrier). In case that second pack is open/broken, the product sterility is compromised. This mistake took place in the manufacturing line, probably because of a displacement of the plastic film when making the second pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Actions on distributed product of this reference/batch: recall of the batch from the market. Corrective/preventive actions: we have opened a corrective/preventive action in the system: (B)(4).